Event description:
Customer claims that during set-up, there is zipper damage to one of the canopy side panels that the teeth do not connect. The customer did not know which panel has the damage. There was no patient contact reported.

Manufacturer narrative:
(B)(4). Zipper teeth damage. Evaluation results: evaluation for the returned product shows that the panel side a: window zipper slider body is open. There is other damage to the canopy that shows product misuse. (B)(4).